Event description:
Synovitis [synovitis]. Left knee effusion [joint effusion]. Case description: spontaneous case was received on (B)(6) 2013 from a physician database extraction regarding a female patient (age not provided), initials unknown with osteoarthritis (kellgren and lawrence grade 4, no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from october 1997 to july 2010. The patient's medical history was significant for previous use of synvisc (it was reported that age at the time of first course was (B)(6)). On an unspecified date, the patient initiated treatment with first injection of second course of intra-articular synvisc (hylan g-f 20) injection, dosage regimen not provided, in left knee. The lot number for synvisc was not provided. On (B)(6) 1999, the patient received second synvisc injection. On (B)(6) 1999, the patient experienced synovitis in left knee for which the patient received treatment with intra-articular celestone (betamethasone) and xylocaine (lidocaine). On an unspecified date in (B)(6) 1999, arthrocentesis was performed and 30 cc of clear yellow fluid with debris was aspirated from left knee. The action taken with synvisc treatment was not provided. On (B)(6) 1999 (after 7 days), the patient recovered from the event of synovitis of left knee. The patient's outcome for the event of left knee effusion was not provided. Concomitant medications were not provided. The intensity for the events of synovitis of left knee and left knee effusion was assessed as moderate. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and did not provide the causal relationship with the event of left knee effusion. Follow-up information was received on (B)(6) 2013 and the patient initials were reported as (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation results were received on 04/12/2013. Evaluation summary: the production lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. Manufacturer's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from october 1997 to july 2010. The benefit risk profile of the product is not altered by this report.